Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, gore® dryseal flex introducer sheath, and gore® molding & occlusion balloon catheter. During the procedure, when few minutes later from the gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg) was started to deploy, a circulatory dynamics variation was observed. Evar was concluded without any issue. After the procedure, when the drape was taken off, hives was observed all over the patient body. It was reported that the patient was in stable condition after the procedure. The physician first had thought that the circulatory dynamics variation during the procedure was due to bleeding but the hives was observed after the procedure, so the physician determined that an anaphylactic shock occurred. It was confirmed that the patient doesn¿t have a hypersensitivity to a contrast dye. It is possible that it was an allergic reaction to a medical agent and/or added substance which were used in this procedure, especially for full anesthesia, but it cannot be denied a possible of a metallic allergy. Regarding circulatory dynamics variation, reportedly it seemed there was no severe variation like blood pressure drop.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to allergic reaction and / or anaphylactoid response to x-ray contrast dye, anti-platelet therapy, device materials. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.